Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that a patient presented in clinic for follow up with undersensed ventricular fibrillation and ventricular tachycardia episodes. The device failed to revert patient's arrhythmia four different times. Lead replacement was discussed. The patient was stable.

Event description:
New information received notes that the lead was capped and replaced.

Event description:
New information received notes that lead capping procedure occurred on (B)(6) 2019.